Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No display ramping on its own anomaly noted. However, slight traces of moisture found at the keypad traces. The device was received with cracked case at display window corners. The device was received with minor scratched lcd window.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 250 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.